Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #2025-00102369-1

Event description:
During a case with the acuson sc2000, the customer no longer had video from ultrasound to carto. This occurred while the catheter was inserted. The exam was completed using a different sc2000 system. There was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause was due to a missing power cord to the vga splitter. After locating a power cord, the carto video and communications tested successfully. No parts were exchanged or installed for this issue. The system is fully functional. Reference #(B)(4).